Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. Customer blood glucose se level was 320 mg/dl. The device will be returned for analysis.